Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the batteries did not meet the run-time specification, they ran for 110 minutes (minimum spec is 135 minutes). Fse installed new batteries as a part of the pm service, all tests passed to factor specifications. Returned to the customer and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) batteries fail t meet runtime specification, they ran for 110 minutes (minimum spec is 135 minutes). There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).